Manufacturer narrative:
Additional information provided. The company clinical applications specialist (cas) reviewed the event. The system was in a climate-controlled environment. The surgical parameters and photo were reviewed and found to be within normal limits. The procedure was completed as intended. The cas could not identify any contributing factor for this issue. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, it is unknown what caused the event but the laser will be replaced.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported during a laser assisted flap creation procedure on a patient's right eye there appeared to be an area that had not been treated completely. The area just inside the flap edge and all the way around looked to have not been treated completely. The flap was lifted and there was an area all the way around on the corneal bed that looked liked it was raised. The doctor treated the patient and returned the flap with no other issues. Patient will be seen for follow up visits.